Event description:
It was reported to philips that the device's power cable is damaged. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to the device being dropped, causing a damaged power cable. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the power cable from the device being dropped. The part was replaced to resolve the noted issue and the device passed all performance assurance testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.